Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the device was shocking them. It was reported it was unknown if the issue was resolved, it was also noted that it was unknown whether the ins was shocking them, it could be anatomical/physical as the device was off.